Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced maroon colored stools and was admitted to an outside facility on (B)(6) 2016. The hemoglobin was 13.8 g/dl, inr 2.3, and platelets 188 x 10^9/l. Warfarin was held so that the patient could undergo an endoscopy/colonoscopy. IV heparin was started to bridge the patient while off of coumadin. On (B)(6) 2016, the patient had cautery and argon plasma coagulation of arteriovenous malformation in the rectal area. On (B)(6) 2016, the patient had recurrent rectal bleeding and a repeat colonoscopy was done on (B)(6) 2016 that showed a bleeding vessel. The vessel was clipped. Hemoglobin and hematocrit remained stable and the patient was discharged to home on (B)(6) 2016 with plans to start outpatient octreotide therapy. Anticoagulants at time of event was aspirin and warfarin. No additional information was provided.